Event description:
It was reported that the customer was hospitalized due to hypoglycemic seizure. The customer's blood glucose reading was 3.2 mmol/l at the time of the event. The customer's mother stated that the customer's basal rates were too high and needed to be lowered, and this is what caused the event. The customer's doctor has since lowered the customer's basal rates, and her blood glucose levels have returned to normal. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.